Event description:
Additional information received indicated the patient's system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
It was reported the patient was in a car accident and lost effective therapy. Diagnostics discovered multiple contacts with high impedance. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.